Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test, and displacement test. No unexpected restart error alarms noted. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported an unexpected restart from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.